Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001418586 was performed and no recorded quality problems or rejections related to this incident were found. The sterilization records indicated no issues. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported that bd spinal ndl 22 ga x 3.5 was damaged, but still operable. The following information was provided by the initial reporter: "it was reported needle defect "

Event description:
It was reported that bd spinal ndl 22 ga x 3.5 was damaged, but still operable. The following information was provided by the initial reporter: "it was reported needle defect "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.